Event description:
Per the clinic, both the internal fixture and abutment were explanted (specific date not reported) due to significant bone overgrowth at the implant site. The surgeon also removed the surrounding bone tissue during the same procedure. Additional information has been requested but has not been made available as of the date of this report.